Event description:
Cautery tip caught on fire suddenly about 1 hour into case. Fire did not touch patient and was promptly extinguished completely. This writer did not witness above event but was present in room when event occurred.